Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the cardiac resynchronization therapy defibrillator (crt-d) had malfunctioned and was faulty and had shocked the patient. The device reportedly should have only shocked the patient once or twice but did not stop. The device remains in use. No further patient complications have been reported as a result of this event.